Event description:
Customer reported that pump battery would not charge despite using a tandem charging cable and a wall outlet. There was no adverse impact to the customer¿s blood glucose level. Customer tried various solutions, including using different wall adapters and charging cables, but the issue persisted. Technical support decided to replace the pump, confirmed the shipping address, and provided instructions for placing the pump into storage mode before its return using a pre-paid label. Customer understood and acknowledged these instructions.